Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(6). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that multifocal intraocular lens (model zkb00, +23.0 diopter) was implanted. After which it was reported that patient had severe distortion, flickering, 10 times worse than before surgery, night distortion, halos, lights conjoining, sunbursts- twice as bad as before. Reportedly on lower right side of her vision it looks like a black line, feels like something is in patient¿s eye that shouldn't be there, feels like patient is wearing someone else's glasses on, feeling cross eyed. Flickering movement is continuous, even if patient is not moving her eye. Patient was concerned if the wrong lens was inserted or wrong lens was in the package or were the machines not calibrated correctly. Everything feels worse than day 1 post op. Patient was working with the surgeon to discuss about possible explant. No further information provided.